Manufacturer narrative:
Initial reporter phone no. - (B)(6). Device manufacturer address 1: (B)(6). Device manufacturer address 2: (B)(6). The device was received for evaluation. During functional testing, it was confirmed that there was no output on the display when the pump was turned on and the keypad backlight did not work when the pump was turned on. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the defective front panel printed circuit board (pcb). The front panel pcb assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a blank display. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.